Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event and additional information received from the complainant, it is likely that the reported event was caused when the trigger was not completely actuated against the handle when the event unit was fired. The instructions for use instructs the user to "fully compress the trigger against the handle to ensure complete clip formation". In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: lap chole. The surgeon had a lap chole case which started at 14:10 and finished at 15:10. There was no serious incident, the patient was not affected. There was a first assistant and scrub nurse. Applied trocars were used. According to the theatre manager, the clip applier had 3 clips applied to the cystic artery with didn't fully close at the apex and seal the artery (he described a close for a cholangiogram), there was no serious bleeding. The surgeon then had to use an alternative clip applier to seal the vessel. The patient suffered in no way and was safe. The staff member who recorded the incident also threw away the clip applier, which went against the bmi procedure according to the theatre manager. I have obtained the clip applier lot number. Additional information received via email from applied medical team member, 27th january 2018: I have spoken with the surgeon this morning. I asked him to talk me through the process of using the clip applier and demo it. Upon him explaining the process and giving me a live demonstration on a clip applier, it appears the surgeon wasn't giving the a full plastic to plastic motion. It seems it was more closer to the "cholangio zone", as I suspected from my conversation with eric earlier this week. His execution of closing the clip had a "bulbus end', whilst my execution had a complete uniform closure across the clip, using the same clip applier. This leads me to believe it wasn't a clip applier issue. I have attached an image showing the clip executions on the same clip applier by myself and the surgeon this morning. He understands what the issue may have been and has agreed to continue evaluating the clip applier with support. I have made the theatre staff aware of the situation and we have now moved the clip appliers from stores into the managers office, till such time we are confident the surgeons are happy using without support from applied medical. We will continue to offer support and education on cases, till all parties are happy. The clip fully loaded into the jaws upon actuation. The clip closed over cystic artery and it appeared normal. The clip was not closed over rigid material ( e.g. Staple lines, other clips..) Following my conversation it appears that the trigger was not squeezed "plastic to plastic". The surgeon skeletonized the tissue prior to application. Patient status: patient is fine.